Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed; there are no previous complaints on this device. The reviewed event log confirms the system error occurred with subcode 44, which indicates motor open and motor delay issues.

Event description:
On 06/28/2023, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing a delay in treatment. The device was returned.